Event description:
Customer reported blood glucose results of 24 mg/dl and 197 mg/dl on the compact plus system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.